Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that a phacoemulsification handpiece was used during the cataract surgery with intraocular lens implantation (iol) the patient had a corneal burn. The surgeon used nylon suture to close the wound after the intraocular lens implant. The current patient condition is recovering. Additional information has been requested but none received till date. This report pertains to two of the two patients from the same facility.

Manufacturer narrative:
Corrected information is provided in section b.5 additional information provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic console, phacoemulsification handpiece(s), an ophthalmic viscoelastic device and a phacoemulsification tip were used during the cataract surgery with intraocular lens (iol) implantation. The patient experienced a corneal burn. The surgeon used nylon suture to close the wound after the iol implant. It was also reported that three ophthalmic handpieces, each with a different serial number used on the two different patients were mixed up and hence the facility was unable to determine which handpiece was used on which patient. The patient has recovered from the reported event. This report pertains to one of the three different handpieces used for two of the two patients reported from the same facility.